Manufacturer narrative:
In the initial 3500a report it was reported that the device was reused, however that information is incorrect. It was confirmed on 08/04/2016 that this was the initial use of the device. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6)female patient underwent a premature ventricular contraction ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with 400cc fluid withdrawal. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality was tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Other biosense webster equipment used during the procedure: carto 3 (14511), smartablate pump (g4cp-1265), coronary sinus bi-directional catheter, and octopolar catheter. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a 70-80 year old female patient underwent a premature ventricular contraction ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with 400cc fluid withdrawal. During mapping, the patient became hypotensive and tachycardic. Patient did not receive anticoagulant during the procedure. Patient was fully recovered with no residual effects. Physician's opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. No transseptal puncture was performed. There is no information regarding sheath used. Generator parameters were no reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min. No error messages were reported on biosense webster equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).